Event description:
On 1/19/1999, the pt underwent surgical procedure, implanting two pectus support bars and stabilizers for correction of sternal deformity. On 4/8/1999 revision procedure was performed to reposition and stabilize a bar that had slipped.